Manufacturer narrative:
History of gastrointestinal bleeding reported in mfrs# 2916596-2021-01651, #2916596-2021-01611, #2916596-2021-01652, #2916596-2021-01653, #2916596-2021-01654, #2916596-2021-01655, #2916596-2021-01581, #2916596-2021-01559, #2916596-2021-01658. Prior admission for small bowel obstruction/driveline adhesion reported in MFR #2916596-2021-01657. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted (B)(6) 2020 for small bowel obstruction revealed by abdominal computed tomography (CT) in the right lower quadrant. There was also gallbladder distention and dilation of the common bile duct indicating gallstone ileus. Multiple bright red blood per rectum occurred on (B)(6) and melena continued the next day. The patient transferred to step-down unit on (B)(6) after patient was stable. Lactulose was added (B)(6) for lack of bowel movement in several days. There was a large melanic stool on (B)(6) (suspected due to old blood as hemoglobin and hematocrit were stable). The patient was discharged (B)(6).